Event description:
Cormet revision due to reported elevated cobalt and chromium ion levels. The date of primary surgery has not been provided and thus it is unknown how long the reported devices were in situ.

Manufacturer narrative:
Per -(B)(4) final report. Additional information, including the date of initial implant, duration of implantation, additional x rays, medical notes, patient age and activity level, and an update on the patient following the revision has been requested in order to progress with the investigation of this event, however, this information was not provided and thus the investigation of this event is limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material specification at the time of manufacture. A minor deviation from dimensional specifications was identified with no functionality impact. Pre-revision xrays were provided. It is visible that the implanted is not a corin stem, which is off-label. Corin devices were also reported to be coupled with a non-corin taper conversion sleeve. The explanted devices were returned to corin and examined. Examination of the returned cormet explants highlighted matching discoloration on both the cormet cup and the cormet head. It could have been caused by high usage, but not enough information was provided to confirm this. It is unknown if this observation is related in any way to the event. This case is now considered closed, however, should any additional information be available, the case will be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per 2572 initial report: the explanted devices are being returned to corin and will be examined. Details of this examination will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision due to reported elevated cobalt and chromium ion levels. The date of primary surgery has not been provided and thus it is unknown how long the reported devices were in situ.